Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va17dcq, implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. High impedances along with a lack of symptom relief were reported. The patient is a horseback rider and suffered a fall/jostling on an unknown date. The hcp stated that impedances were seen on all combinations. A lead revision is scheduled for (B)(6) 2017 to explant and replace the lead. The issue was not resolved at the time of the report, but the patient was noted to be alive with no injury.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the high impedances was not determined but the doctor felt the cause was from a horseback fall. Replacement lead information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.